Manufacturer narrative:
The tech found the unit would rise by itself and then hydraulic fluid leaked out. The tech found the left caregiver ucm control panel not working properly. The fluid leak was due to the facility overfilling the reservoir. The tech replaced the ucm board to repair the bed.

Event description:
Alleged the head and foot sections of the bed were operating by themselves, which caused the hydraulic fluid to leak out from around the hydraulic manifold area. No pt in the bed.